Event description:
It was reported that this right ventricular (rv) lead exhibited noise, the lead was oversensing this noise and as a result, this lead was explanted and replaced. No additional adverse patient effects were reported.